Manufacturer narrative:
We do not known how long this catheter was used, if it has been correctly secured on the patient's skin to avoid repetitives kinking. On the enclosed photo , the catheter's fracture surface were observed to be uneven. We can notice that the tube has been extended. The most likely root cause of this incident is not linked to the catheter but to its conditions of use.

Event description:
The shaft broke away from the hub. Catheter was left inside the patient. The patient was taken to the operating theatre for remaining catheter removal. Photo attached. Name of the procedure: artline removal. Furthermore,no injury occured to patient .